Event description:
The facility representative reported an infuso.r. Pump with a condition of when they infuse, it says occlusion and the pump stop. This condition occurred after delivery in the "surgery" department. This condition had the potential to interrupt delivery. There was no patient injury or medical intervention necessary according to the hospital representative. No patient involvement was reported. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the condition of an infuso.r. With a malfunction of "when they infuse, it says occlusion and the pump stop" was confirmed and reproduced during product evaluation. The assignable cause was determined to be a misaligned arm from the eos switch. No further testing has been completed at this time and no repairs have been performed as the referenced device has been removed from service.